Manufacturer narrative:
The investigation for high purge pressure and limb ischemia has been completed. Data logs were reviewed and the high purge pressure event was confirmed. Purge pressure began to rise gradually on (B)(6) 2025 from the 500's to the 900's over the course of 5 hours. There were no motor current (mc) spikes that correlated with the onset. Once the pressure was in the 900's it plateaued for 41 hours prior to another 12 hour gradual rise that triggered the first high purge pressure alarm on (B)(6) 2025. Product was not returned for investigation. The gradual rise in purge pressure without a mc spike is a signature of biomaterial buildup. This is supported by the fact that the purge pressure gradually returned to specification after tpa was added to the purge. For these reasons, the cause of the high purge pressure was most likely biomaterial buildup. Upon further data log review, an abnormality was noted in purge pressure that resolved after the purge cassette was swapped out to troubleshoot high purge pressure. Data logs showed that there were cyclic dips of ~400 mmhg in purge pressure that occurred once every cycle of the purge cassette piston which is indicative of priming issue. In this instance, they occurred every time the piston would pull back/reset. However, without additional clinical details, the root cause of the limb ischemia and priming issue could not be determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Product was not returned for investigation. Data logs were reviewed, and the controller alarm was confirmed. There were a couple other instances of this pattern in optical 5s parameters, however, none of which lasted long enough to trigger an alarm. The 5s parameters were stable throughout the case. Upon reviewing data logs, it is apparent that no problem with the pump. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H.6. Updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-30446. D.10. Concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported patient had a 5.5 pump placed for support for multiple cardiac and systemic comorbidities inclusive of had a 5.5 pump support ongoing for the patient with multiple cardiac and systemic comorbidities inclusive of end stage renal disease on huntington disease, valve disease, and abdominal aortic aneurysm. The pump was supporting when there was elevated purge pressure that prompted the team to add tissue plasminogen activator to the purge. The pump remains on despite this. Additionally there were ps issues observed that self resolved on the aic without any product replacement. Patient survived